Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicates that the lead was removed, however the lead tip and distal coil was separated from the lead body and remained in the patient. The physician tried to pull the lead but was separated. The physician tried to remove the femoral side but was unable to remove the remaining part of the lead. The physician however, was able to remove the subclavian side of the lead. The only remaining part of the lead was the lead tip. The wire and coil was removed from the patient's body. The physician will follow up the patient after the operation due to the remaining part of the lead which is at risk of infection. There were no additional adverse effects reported. The lead was surgically abandoned.